Event description:
User stated he had seen a shift in patient vancomycin values between lot numbers of reagent. Three samples were involved. Date samples were tested was not provided. One example was provided. First result was 10 ug/ml. Repeat result of another lot number of reagent was ug/ml. This example was based on a lot to lot comparison and was not reported out. The field service representative determined the user was not informed previously to unload and mix packs in regular intervals. The user began to unload packs and mix them in set increments which resolved the issue. Performance tests were performed which were within specification.